Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient stated that water have got inside the transfer set tubing. The treatment for peritonitis was not reported. At a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This report is 1 of 2.

Manufacturer narrative:
(B)(4). The actual occurrence date is unknown; however, it was reported that the event occurred sometimes in (B)(6) 2013. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4) a review of all batch record documents was conducted for potentially associated lot numbers h13a04047, h13c05032, and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.